Event description:
The pt reported, she is unable to charge and has also lost stimulation. Follow-up identified an sjm rep confirmed the scs ipg is inoperable due to lack of charging. At this time, no course of action is planned.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.